Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that avalign technologies-nemcomed manufactured the blade guide sleeve for trochanteric fixation nails, p/n 357.369, and lot #7503454 on po #(B)(4) for (B)(4) pieces delivered (B)(6) 2013. Initially, the part conformed to the supplier¿s certificate of compliance, dated (B)(6) 2013 and to the synthes incoming final inspection sheet #(B)(4)¿. The parts were released to the warehouse on (B)(6) 2013. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The blade guide sleeve for trochanteric fixation nails was made to the synthes drawing p/n 357.369, (B)(4)¿, released on (B)(6) 2006. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail system (tfn) procedure, a helical blade coupling screw broke off. It was removed with a conical extraction screw. Helical blade was successfully inserted but towards the end of procedure there was difficulty in disabling the instrumentation. The helical blade inserter became stuck on the click button on the aiming arm and would not release blade guide sleeve. The surgical team was unsuccessful in removing the guide sleeve from the 130 degree aiming arm. A hammer was used to hit it and this damaged the blade guide sleeve and the buttress compression nut became stuck on it. It was reported that knob of the coupling screw broke off and fell on the floor after it was hit by mallet. All broken fragments were retrieved. There was a 10 minute surgical delay. There was no harm to the patient and the procedure was successfully completed. This is report number 2 of 3 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the returned blade guide sleeve was received with the buttress/compression nut threaded on it. The nut was stuck on the sleeve due to damage to the threads on the sleeve. Product drawing from time of manufacture was reviewed during this evaluation. No drawing discrepancies were identified. The blade guide sleeve threads were damaged by hitting them with the mallet. This damage is caused by the user. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.